Manufacturer narrative:
Device is combination product.

Event description:
It was reported that the stent dislodged. The target lesion was located in a coronary artery. A 3.50 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and the stent fell off. No patient complications were reported.